Event description:
Hcp reports pain pump pt has a granuloma. The tip of the catheter is at l-1. The pt is experiencing "tremendous pain." The hcp is considering a surgical explant, but is looking for another hcp willing to perform the explant on a "risky" pt. A follow up report will be sent when additional info is received.